Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable pump. It was reported that a patient with an intrathecal baclofen pump (itb) was in the emergency room (ER) and was hallucinating. The hcp stated the pump was revised a week ago. Technical services sent emergency procedure guide and gave national answering service (nas) number to have a rep come out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.